Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an pcb00 intraocular lens was inserted into an eye of a patient, the lens came out of the cartridge torn. The doctor reported that there was another pcb00 lens used that also came out of the cartridge torn. There was a slight incision enlargement and sutures were used. The doctor could not identify which lens was used first. A third lens had to be opened to be put into the eye (model not provided). No other information was provided. Since there were two lenses involved, a companion MDR will be filed.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection revealed viscoelastic residue in the cartridge body, tip and loading zone. Cartridge was observed in the correct position (fully engaged into lower body of the device). Stress marks were visible at the cartridge neck and tip. The lens was received out of the insertion device. The lens was found cut in three pieces. One of the haptics was severed and not returned. The reported complaint of lens torn was confirmed. No manufacturing assembly error was identified in the preload device. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A review of the historical complaints was performed and did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use the device. All pertinent information available to abbott medical optics has been submitted.